Event description:
The patient reported that she has had a few v-go devices fall off. Patient confirmed that there was no interference with clothing and that the site was properly prepared. V-go device was disposed.